Event description:
Pt had put in saline implants and the implant had ruptured a little at a time then all at once left implant just deflated. During this time pt was seening a dermatologist because pt had an itching problem, pt thought they were allergic and something was causing, maybe dust or some element pt had at home but nothing would make sense, then pt started losing their memory, from time to time, pt would have a lot of discharge from their ear, and pt was losing their hair, pt had dry mouth and pt was iching more frequently. Soon pt was so miserable pt couldn't have a good night's sleep without about 4 benadryl tabs. It started to show that pt was losing their left breast. During this time pt went into emergency with pain and burning sensation all over their body. Pt felt as if they were burning from the inside out and it would scab up as if pt did burn form the inside out. Burning with pins and needles feeling and pt would rash up with whelts all over but mostly legs, face and back of knees where joints were and stomach and back. Pt was so miserable pt was crying constantly, praying to god to just kill them. Pt just wanted to get it over with and die. Then in feburay, their breast had totally deflated and pt knew that it was salt coming through their pores that was doing this to them. It makes so much sense, pt's dr wont confirm but can you blame him, it is his life career, and his money... Soon pt had burn marks on their face as well maybe worse on their back and chest, pt itched constantly and was in excrutiating pain 24/7. Pt wouldn't wish this on anyone. All the hosp knew to do is to give them benadryl shot/and or steriods, which made them uncomfortable to where pt could not function, or walk or sit down due to excessive water gain. Pt felt like a "pilsbury dough person".